Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported needle to cuff miss could not be confirmed as the plunger, suture, link, and both cuffs were not returned for analysis. Based on analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. A conclusive cause for the reported needle to cuff miss could not be determined. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report filed, additional information was received: a femoral angiogram was performed. The physician is established in the pre-close technique.

Event description:
It was reported that suture placement in a common femoral artery was attempted with proglide devices, using a pre-close technique, via a 6f sheath prior to an abdominal aortic aneurysm (aaa) procedure. A femoral angiogram was not performed to verify the puncture site. Reportedly, a cuff miss occurred. The arteriotomy was 6f and the vessel was mildly calcified. The aaa procedure was completed and hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow steps. This code is used to address the failure to perform a femoral angiogram to verify the location of the puncture site. Per the instructions for use- warnings: perform a femoral angiogram to verify the location of the puncture site. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.